Event description:
Patient reported left side "rupture", "a lot of pain, prostheses are hard and stiff" and mentions the recall. Patient later reported "capsular contracture" baker grade unknown and "collection around the implants." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture.